Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the catheter was being placed for the pt when the catheter hub became disconnected. They attached a hemostat to the catheter body and were able to remove it from the pt. It is unk if there was a delay in treatment. No pt death and no pt complications were reported.